Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use was observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within the required specifications.

Event description:
The patient reported that he experienced a blood glucose of 30 mg/dl with sweating and confusion. The patient's father reportedly treated the patient with oral carbohydrates. The patient denied priming the pump or manipulating the cartridge while attached. The patient reported that the bolus history was correct and there were no inadvertent boluses that he recalled. The patient confirmed no new changes in medications, pump settings, food, activity, or health. The patient reported that he felt that the blood glucose of 30 mg/dl was random and not related to the use of insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.